Event description:
It was reported that the shock buttons on the device's standard hard paddles were missing. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided a replacement set of standard hard paddles to the customer under warranty. The replaced set of paddles has not yet been returned to physio-control for evaluation.